Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated an r-wave amplitude measurement issue. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead.

Event description:
It was reported that the right ventricular (rv) lead had t wave oversensing and a high number of short v-v intervals. It was noted that the patient had a high number of premature ventricular contractions (pvc) and that the short v-v intervals were most likely noise sensing. The sensing on the lead was reprogrammed and it remains in use. No patient complications have been reported as a result of this event.